Event description:
The customer contacted stryker to report that their device powered off twice during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device but was unable to duplicate the reported power issue. The a07 battery contact assembly and w05 contact pcb/power pcb cable assembly were replaced as a precautionary measure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. However, the cause of the reported issue could not be conclusively determined, but the behavior of the device is indicative of mechanical issues between the batteries and the device.

Event description:
The customer contacted stryker to report that their device powered off twice during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.